Event description:
During a diagnostic left heart catheterization, a pressure wire was advanced to evaluate the proximal to mid rca disease, and as the pressure wire advanced beyond the crux of the rca, the wire tip was free but the wire no longer advanced. The team attempted to withdraw the wire and re-advance, but the digital radiopaque portion "aheard" off remaining in the coronary artery. The team attempted to snare multiple times but unfortunately all efforts were unsuccessful. The distal segment remained in the vessel partially occluding the ostial rca and making passage of equipment difficult. The patient was taken emergently to the operating room for wire extraction and single vessel bypass.